Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber was broken at the base of the operation barrel after 14 joules with 0 minutes of fiber use. The procedure was completed with a second fiber without clinical consequence to the patient.